Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes had crack on the lip and presented fibrin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The analysis of the customer photo shows fibrin toward the middle of the tube and a visible crack or damage at the lip of the tube. Additionally, a visual inspection was conducted on 30 retained samples, and none of these samples showed any defects. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked product/component and fibrin based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes had crack on the lip and presented fibrin. No adverse impact was reported regarding the patient or user.2